Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak after completing pd treatment. The fluid was discovered in the pump module area and on the external part of the cassette. The patient's spouse found a crack on the cassette. Fluid leaked from the cassette. Patient was advised by technical services to let the pd nurse know about the event. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler. The cycler is not available to return. The cycler set is available to return.

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak after completing pd treatment. The fluid was discovered in the pump module area and on the external part of the cassette. The patient's spouse found a crack on the cassette. Fluid leaked from the cassette. Patient was advised by technical services to let the pd nurse know about the event. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler. The cycler is not available to return. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.